Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully completed the reset, as the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if the issue reoccurs, which the customer understood and acknowledged.